Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the helix of the lead could not be inserted. A different lead was used to resolve the event and the patient's condition was stable following the procedure.